Manufacturer narrative:
H.6. Investigation: a device history record review was performed for the provided lot number 1803215. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. As no picture or sample was available for this issue, our quality engineer team was unable to complete a thorough sample investigation. Not able to confirm. Possible burnt paper due to high temperatures, produced during the sealing process of the primary packaging. H3 other text : see h.10.

Event description:
It was reported that the blister pack of the bd syringe¿ with needle was found discolored to yellow before use. This occurred on 40 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from chinese to english: "301940- disposable sterile syringe - the outer packing was turned yellow. This problem was found in the examination before usage. And it was found in the forth blood departments."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blister pack of the bd syringe¿ with needle was found discolored to yellow before use. This occurred on 40 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "301940- disposable sterile syringe - the outer packing was turned yellow. This problem was found in the examination before usage. And it was found in the forth blood departments."